Event description:
(B)(4). The day of the insertion of my coils, I had immediate pain on my left side (pain was as soon as obgyn inserted it. I felt nauseated and light headed, and had a very bad headache. When I got home that day, the pain in my left side got worse and I could not urinate. I ended up going into my obgyn's office to get catheterized. Also I suffered from multiple side effects; pain, heavy bleeding, headaches, pain in left abdomen, pain during sex, pain after sex, bleeding after sex, heavy periods, periods twice sometimes three times a month, rashes, mood swings, depression, muscle spasms, weight gain, itching, cramping in hands, legs and feet.